Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during investigation, the pump's black box was reviewed and showed dates from (B)(6) 2013. There were no warnings or alarms related to the complaint and no evidence of excessive battery usage/short battery life observed. The battery cap threads were damaged and the cap was unable to fully tighten to the pump. A power loss was not observed. A battery compartment crack was observed from thread area to case seal. The pump powered on with returned battery cap. The pump current draws were found to be within specifications. The pump case was removed and no evidence of moisture or loose components was found inside the pump. Unrelated to the complaint, evaluation revealed a dim, discolored display screen.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. The reporter stated that the pump's battery life was shorter than expected. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.